Manufacturer narrative:
The impella cp was discarded by the user facility, therefore a full investigaion could not be conducted. A review of the clinical case revealed the injury was due to damage of the external iliac artery near the inguinal ligament. The cause of the injury is unabe to be determined because the device was unable to be evaluated. A review of the device history did not reveal any nonconformaties.

Event description:
An impella cp was inserted for support for pre-op CABG. Three hours after insertion of the device, the patient developed a large hematoma at the access site. A vascular cut down was performed to remove the device, and a 16 fr introducer was inserted to control the bleeding. The patient received 1 unit of blood replacement products two days after the device was removed.